Manufacturer narrative:
The lead remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient presented for a normal follow up visit and it was noted that the lead safety switch (lss) had been triggered due to a bipolar atrial lead impedance less than 100 ohms. A review of the daily measurements showed normal measurements of 600-800 ohms all the way through today and threshold measurements are good also. Noise had been noted which resulted in inappropriately stored atrial tachycardia response (atr) episodes. The noise could not be reproduced today during testing. The lead was reprogrammed to unipolar configuration which produced an impedance measurement of 228 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating that fluoroscopy revealed lead on lead rubbing in the subclavian area. A revision procedure was performed and the lead was removed from service and replaced. No additional adaerse patient effects were reported. The lead is not expected to be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.